Event description:
Medtronic received a report that the two pipelines failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the paraophthalmic segment of the left ica. The max diameter was 14mm, and the neck diameter was 7mm. The patient's vessel tortuosity was severe. The landing zone was 3.8mm distal and 4.7mm proximal. It was reported that the aneurysm had previously been coiled and had a stryker stent in place. The doctor was aware that the pipeline is contraindicated with a stent placed in the parent artery. The microcatheter and the wire hung up several times in the proximal anatomy. Deployment of both pipelines showed flowering and failure to open at the distal end.  The proximal support kept coming back because of the tortuosity. The stent was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or less times. No additional steps were taken to open the device. The pipelines were removed, and the doctor tried 2 more times with a stryker evolve stent, but the same problems occurred. The patient did not experience any injury or complications. Angiographic results post procedure showed no incidence of stroke or any other deficit. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 90cm ballast sheath, navien guide catheter, phenom 27 microcatheter, and synchro select standard 215cm guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the phenom catheter with the synchro guidewire had difficulty navigating where the distal atlas stent had been previously deployed. Navigation was achieved into m1 with the phenom 27 and the synchro 2 standard after several attempts on the 1st pipeline deployment. Proximal support with the navien 058 would come back proximally due to the vessel tortuosity. Lot information of the phenom catheter was not known as it had already been discarded. It was noted the cause of the pipeline failures to open was not determined during the case.